Event description:
It was reported that the device would not power up correctly. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physico replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause of the reported failure was due to ic chip, designator u61.